Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 11/21/2007.

Event description:
The customer reported, the 25 gauge vitrector broke during surgery. The vitrector did not break all of the way through. There was no patient injury.